Event description:
While attempting total thyroidectomy, pt noted with 3cm superficial partial thickness burn along inferior edge of surgical incision believed to have resulted from heat transfer through metal skin retractors from harmonic scalpel. Exposed dermis was found to be viable and pink. No audible metal contact alert sound heard during procedure while device was in use. Intraoperative consultation from burn service obtained. Wound covered with mepilex dressing at end of procedure.